Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign substance was found on the surface of the intraocular lens (iol), model zmb00 22.0 diopter's optic prior to implant. The doctor checked the particle to see whether it was a foreign substance and removed it using his finger right away. The doctor indicated that it was like white dust and decided not to use the device. It was noted that the device was available for return. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 10/17/2019. Device returned to manufacturer? Yes. Device evaluation: the return sample was received in a lens case at the manufacturing site for evaluation. The product has been inspected using a 12x magnification lens. You can see that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No further anomalies were found. Considering the debris/ particle was removed by the doctor right away, the complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search on complaint system revealed that no similar complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.